Event description:
As reported, approximately 10 years and 3 months post left side tka, this male patient underwent revision due to periprosthetic fracture. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, fracture, infection, or loosening of total joint hardware. The most likely cause of the reported event was patient conditions.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H7: z-2112 thru 2133-2021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 - component code, e codes added. The following sections were corrected: d4 - serial, exp date, UDI. H4. H6 - problem code, e code 1870 no longer applies.